Event description:
Operation in process. Patient reports puff of smoke and then spray and dripping of oil occurred onto sterile field. Patient protected as quickly as possible. Resultant burns - two areas 4x 8 cm w/ 2nd and 3rd degree burns. Extent of care required to burns unknown at this time.other equipment in use at the time of event: bovie, anesthesia machine, EKG monitor, sa02 monitor, b/p machine, light source, suction, fluid warmer, floro machine. The above listed equipment has not been contributory to this incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: distributor. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: material degradation/deterioration, diaphragm. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.